Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported symptom inoperable ¿touch pad¿. Evaluation found that the pump would not power on using the keypad due to column #1 being inoperable. The reported symptom inoperable ¿touch pad" was verified and found to be caused by a failed keypad. The failed keypad was replaced to correct this condition. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an inoperable "touch pad", which was clarified during baxter's functional testing as inoperable "keypad". There was no known patient injury or medical intervention associated with this event. No additional information is available.